Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was announced for investigation. Only the history files were available for investigation. The pump was turned on (B)(6) 2025 and used for various therapies until september 1. At 5:18 pm on september 1, a disposable change was performed, and the space line tube was selected. At 5:28 pm, a vtbi of 625 ml was set, and therapy began with a flow rate of 26.05 ml/h. On (B)(6) at 8:28 am, the pump was stopped for a tube change. Three minutes later, the space line was selected again, and therapy resumed with unchanged parameters. At 10:49 am, the pump was switched to standby mode, with a total of 450.68 ml infused by that time. Between 10:52 am and 10:56 am, three disposable changes were performed. No further therapy was administered after that. According to the history files, no suspicious hints of an over infusion were found. Therefore, the defect could not be confirmed. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4) premarket submission # k083689, k142596, k191910.

Event description:
According to the event description: "on 2/9/2025 at 1044 hours: nurse in-charge saw the tpn bag is empty and pump did not alarmed. On the infusomat space pump (ecn:1019272) display screen showed rate: 26.05ml/hour, vtbi: 174.3ml, remaining time: 6 hours 42 min. Inspected the tubing, it was placed nicely in the infusion pump and it was not twisted. Bme request raised for data retrieving, ticket number: (B)(4). As confirmed with primary team doctor, to resume njt fedding: ensure plus 50ml/hour, no need dextrose containing drip. To resume tpn at 1700 hours. Another infusomat space pump placed at patient's bedside for tpn use."